Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not syncing from cerner to the pyxis unit as expected. A technical support specialist (tss) found that the carefusion coordination engine (cce) was disconnected from the server. A second investigation was conducted on the cce, which initially failed to run because its services would not start under the local admin account. The tss changed the cce services to run under the cfn admin active directory (ad) account, which allowed the services to start successfully. Later tss confirmed that the customer's virtual machine (vm) might have been corrupted. Since bd did not have access to the customer's environment, the issue could only be resolved by the customer's internal it (information technology) team. The tss did not receive any response from the customer, and the case was subsequently closed. D4: unique device identifier not available

Event description:
It was reported that when using the bd pyxis¿ es server connection issue between our interface to pyxis server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.